Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Signal loss was confirmed to have occurred after customer changed the cartridge. No invalid transmitter ID alerts were found. Troubleshooting was performed and the pump performed as intended.